Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient was not 100% sure what were the circumstances that led to the wire pulled out, however, patient mentioned that it was more than likely the implanted wires were old and never been replaced. Ins was in abdomen and wires came around from front to back. It was most likely wear and tear of wires. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 2010, product type: extension. Product ID: 3586, serial# (B)(4) ,implanted: (B)(6)1994, explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and radiculopathy. It was reported that the patient's ins would not charge or turn on, and that the "wires were torn/pulled out." The patient stated that they had an x-ray which confirmed that the wires were pulled out and that they had to "re-do everything." Follow-up was conducted. No further complications were reported.